Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was torn, damaging wires in the cable. The root cause for torn cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.